Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four appropriate treatments, two of which converted the arrhythmia to a slower rhythm and two which failed to convert the arrhythmias. The patient additionally received two inappropriate treatments. The device was started up at 21:46:12 on (B)(6) 2022. At 21:11:02, an arrhythmia was detected. ECG shows vt at 220 bpm. At 21:11:39, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt at 220 bpm. The post shock rhythm was sinus rhythm at 70 bpm with pvc¿s. At 21:12:34, an arrhythmia was detected. ECG shows vt at 210 bpm. At 21:13:04, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt at 230 bpm. The post shock rhythm was vt at 230 bpm. At 21:13:31, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was one sinus beat with nsvt. At 21:14:35, the patient received the first inappropriate treatment. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus rhythm at 70 bpm with pvc¿s. At 21:19:08, the patient received the second inappropriate treatment. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus tachycardia at 100 bpm with pvc¿s and pac¿s. At 21:41:51, an arrhythmia was detected. ECG shows vt at 190 bpm. At 21:42:22, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt at 190 bpm. The post shock rhythm was sinus rhythm at 60 bpm with pvc¿s. The device was shut down at 00:53:27 on (B)(6) 2022.